Event description:
The customer reported that the tower did not raise or lower. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply. No pt injury was reported.